Event description:
A us distributor contacted zoll to report that the patient developed an open wound under the lifevest. The patient described the area as an irritation under the electrodes on the right and left side, area is scabbed over. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the open wound. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.